Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on her insulin pump. The customer's blood glucose level was 40 mg/dl. Customer stated the buttons on the insulin pump stopped responding during prime. Insulin pump will need to be replaced. Customer also noted she has been having blood glucose levels in the range of 400 mg/dl. Customer advised to contact the helpline whenever she has any issues. No additional information provided.